Manufacturer narrative:
The service engineer found the sample probe was sticking. He replaced the sample probe, replaced the pinch valve tubing, and performed an ise flow path cleaning. The correlation, precision, calibration, and qc were all acceptable. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of questionable ise indirect k and cl for gen.2 results for 1 patient tested on a cobas 8000 cobas ise module (double). The customer repeated the sample because they had a system in place to repeat samples with na results that are greater than 160 mmol/l. The initial k result was 5.3 mmol/l and the repeat result was 4.5 mmol/l. The initial cl result was 121 mmol/l and the repeat result was 102 mmol/l. No questioned results were reported outside of the laboratory. The repeat results were deemed to be correct. The k and cl electrode lot numbers and expiration dates were asked for but not provided.